Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. Signs of clinical use with no evidence of blood was observed. Microscopic inspection showed the heater wire on the hot jaw was flexed away from the middle part. The heater wire was detached at the tip but remained attached at the base. Based on the returned condition of the device and the results of the evaluation, the reported failure mode "bent wire" was confirmed. Specific actions for the reported failure mode "bent wire" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, heating element/wire detached from vasoview hemopro 2. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, heating element/wire detached from vasoview hemopro 2. A replacement device was used to complete the procedure. The hospital did not report any patient effects.